Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon stated that a third of the time following implant of a glaucoma filtration device, the device fails and the pressure goes up to 20-25, mmhg causing the patient to go back on drops. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of pressure increase and patient goes back on drops; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to further evaluate the cases, the complainant's reference to device failure is considered to mean that intraocular pressure (iop) reduction did not occur after device implantation. Information regarding preoperative patient condition, any surgical complications associated with device implantation, and any postoperative conditions that may have impacted patient iop would be necessary to further evaluate these cases. Possible root cause is that the use of the device does not always result in iop reduction, this is specified in the product labeling. The manufacturer internal reference number is: (B)(4).